Manufacturer narrative:
The insulin pump passed the prime, displacement, rewind, and basic occlusion tests. The unit was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. Motor may have had an intermittent failure that was not detected during testing. During visual inspection it was found that the unit had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and a cracked case near the display window corners.

Event description:
The customer called in to report a motor error alarm during bolus. The customer's blood glucose level was 200 mg/dl. The customer reported being near magnetic fields while wearing the insulin pump. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.